Event description:
On (B)(6) 2025, a patient underwent a port placement procedure in the internal jugular vein using the powerport clearvue isp. On (B)(6) 2025, the patient reported distending pain. Upon returning to the hospital for access evaluation, allegedly a tear was discovered in the catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation; two photos were provided for review. The photos show a partial view of the catheter tube. The photos are not clear to confirm any fracture. Therefore, the investigation is inconclusive for the reported catheter fracture issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure in the internal jugular vein using the powerport clearvue isp. On (B)(6) 2025, the patient reported distending pain. Upon returning to the hospital for access evaluation, allegedly a tear was discovered in the catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.